Manufacturer narrative:
Device/media analysis: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed multiple bends and kinks. There was approximately 250cc of blood in the waste bag when the device was returned. Functional testing was competed the pump and device primed and ran as designed for 120 seconds in the thrombectomy mode. The devices pressure was within the normal range. The device functioned as design with no abnormalities noticed. An aspiration test was performed, and the device removed fluid as designed. No leaks were noticed during functional analysis. Inspection of the remainder of the device damage, revealed no damage or irregularities. The complaint was not confirmed for aspiration issues, error messages, leaks, or alarms. Based on the analysis on the returned device and the successful functional test, the most probable cause for the reported event was considered no problem detected. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft damage was attributable to handling; therefore, the conclusion code unintended use error caused or contributed to event.

Event description:
It was reported loss of aspiration occurred. During a thrombectomy procedure, using an angiojet solent omni catheter, a leak was noticed and the device lost suction. The catheter was exchanged and the procedure continued with no reported patient complications.

Event description:
It was reported loss of aspiration occurred. During a thrombectomy procedure, using an angiojet solent omni catheter, a leak was noticed and the device lost suction. The catheter was exchanged and the procedure continued with no reported patient complications.